Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing and loss of capture threshold were observed. The lead was explanted with no adverse consequences to the patient.